Manufacturer narrative:
Additional information was received, and the RMA was reopened to update the failure investigation conclusion. Annex code d was corrected to d02.

Event description:
It was reported that during central processing, a fenestrated bipolar forceps instrument had a broken wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that an exposed wire was identified prior to reprocessing and a backup instrument was used.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire¿s insulation. Visual inspection found the wire exposed. The instrument passed electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. Instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional and released energy normally.